Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture, breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implant prostheses and experienced right-sided rupture, bilateral pseudoptosis (right grade:ii, left grade: I) and bilateral grade ii capsular contracture postoperatively. Mammogram performed on (B)(6) 2022 and MRI performed on (B)(6) 2022 indicated right-sided rupture. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with two unspecified 450cc saline breast implants on (B)(6) 2022. This report is for the left-sided prosthesis.

Manufacturer narrative:
Additional information was received on april 15, 2022. In addition the issues reported initially, the patient also experienced suffered several unexplained systemic symptoms post procedure. Joint pains and other unspecified symptoms were noted. Reason for device explant and/or reoperation: capsular contracture/generalized illness. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).